Manufacturer narrative:
The product in question was disposed at the account; therefore, it will not be returned to bsc for further investigation.

Event description:
It was reported that an intravascular ultrasound (ivus) became stuck on a stent and needed to be surgically removed. The lesion being treated was 90% stenosed with calcification in the mid left anterior descending (lad) artery. The ivus catheter was unable to cross the target lesion; a voyager 2.5 x 15 balloon catheter was used to dilate the lesion. The ivus was used to confirm the microdriver 2.5x12 mm stent deployment; the stent was not expanded well due to a 2.2mm minimum luminal diameter (mld) of the vessel. After imaging, the ivus catheter became stuck at the distal edge of the stent during withdrawal and was unable to be removed from the pt's body. Several non bsc devices were used unsuccessfully in attempts to free the imaging catheter. The pt was transferred to a different hospital where the stent, and the imaging catheter were surgically removed. The pt was reported to be in stable condition.